Event description:
The following medwatch report was received from the FDA. On a report dated (B)(6) 2005, "arterial sheath removed using manual pressure and syvek patch, femstop in place over fingers to prevent uncontrollable bleeding. Noted sheath was broken, with part of sheath in groin."

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.